Manufacturer narrative:
Section d suspect medical device lot # was updated from 95571li00 to 95571li01. Section d suspect medical device catalog # was updated from 08p06-22 to 08p06-74. An investigation was performed for the customer issue and included a review of the complaint text, testing using a returned sample, testing of a retained kit, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause, and a review of product labeling. The return sample "hcv2019070301" was tested with a retained kit of architect anti-hcv reagent, lot number 01805be01 which contains the same bulk material as alinity I anti-hcv reagent lot numbers 95571li00/ 95571li00. A non-reactive result (0.06 s/co) was generated. Therefore customers observation was repeated. A retained file kit of the alinity I anti-hcv reagent lot number 95571li00 (which is a sub lot of lot number 95571li01) was tested in a sensitivity setup. Results of this setup did not implicate that the performance of the lot is negatively impacted. Additional 12 replicates of the positive control were tested. The positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. Sensitivity testing did not show the performance is not adversely affected. Ticket searches determined that there is a normal complaint activity for the likely causative agent lot. The tracking and trending report review did not identify any trends. The performance of the likely cause was investigated and did not identify any non-conformances or deviations. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Full patient identifier sid: (B)(6). All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive anti-hcv when processing on alinity I. The customer stated the specimen was from a pediatric inpatient, age 6 years 3 months (sid g0242120). The customer stated the sample was extracted after a hematopoietic stem cell transplant. On 03jun the anti-hcv result was 0.07s/co, and on 04jun the hepatitis c rna assay result was 3.58e+6 (positive). Additional test results were: hbsag 0.00 iu/ml, anti-hbs 65.62 miu/ml, hbeag 0.4 s/co, anti-hbe 1.15 s/co, anti-hbc 3.14 s/co, hiv ag/ab 0.08s/co, and syphilis 0.05 s/co. No impact to patient management was reported.